Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed uplink tests and it was further noted that its label was missing the backing. Both the cable and the label were replaced to resolve. Product ID: 229047 software analyzer. (B)(4).